Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for right side capsular contracture baker grade ii. Per imaging studies "small amount of liquid around the implant", "bilateral enhancement focuses". The device has been explanted.

Event description:
Healthcare professional reported for right side capsular contracture baker grade ii. Per imaging studies "small amount of liquid around the implant", "bilateral enhancement focuses". Patient representative reported "pain, discomfort", "been living complicated days, with severe pain, burning, fear of infections, diseases and risk of deformity", "desperate due to risk of contracting a very serious disease", "extremely distressed, unable to sleep properly, concerned", "moral damage since patient feels embarrassed", "there is a risk that the prosthesis will rupture completely if urgent protection is not granted". The device has been explanted.